Manufacturer narrative:
The product has not been returned to the MFR for eval.

Event description:
Customer claims that the product is leaking at the welding, this happened when starting the priming. There was pt involvement but no adverse consequences.